Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection, urge incontinence, burning sensation and vaginal dryness.(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, and nocturia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dysuria and emotional distress.

Event description:
It was reported that following insertion the patient experienced dysuria and emotional distress.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, and vaginal scarring. It was reported on (B)(6) 2010 the patient had excision of mesh due to exposed vaginal mesh and pelvic pain. No additional information was provided. (B)(4) ¿ urinary/bowel problems.